Event description:
It was reported the pt has experienced ineffective stimulation since implant. The scs system will be explanted in order for the pt to undergo an MRI as a result of the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.